Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.

Event description:
It was reported that: "the pt was revised due to dislocation of a recently implanted bipolar hemiarthroplasty. The uh1-41-26 and 06-2600 were explanted and replaced with the following: ctaper head 26mm+10 lot 32336501, uh1-41-26 uhr, universal bipolar head 41x26mm lot mhn32t, no implants are available for return."